Event description:
An cs29 was positioned and the anvil head connected and closed during a laparoscopic sigmoid resection. The device would not get into firing range and had to be removed surgically from tissue. A new anastamosis was created.

Manufacturer narrative:
The cs29 and idrivec were both returned and evaluated. Both devices when tested performed as intended. Full birthdate not provided. Expiration date is unknown. Device manufacture date is unknown. Evaluation summary: cs29 fired without incident. Staple formation was acceptable and the knife transected fully. Idrivec calibrated normally, opened fully, closed for firing range and fired acceptable staples into 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully. I60 did not fire reload because it had a broken anvil.